Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced an infection and positive blood cultures. The right ventricular (rv) lead was removed approximately one month after implant. The patient is a participant in the systems longevity study. No further patient complications have been reported as a result of this event.